Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen 150 ¿mygr/ml¿ at 86 ¿mygr/day¿, dilaudid 8.3 mg/ml at 4.78 mg/day, and prialt/ziconotide 6 ¿mygr/ml¿ at 3.4 ¿mygr/day¿ via an implantable pump. It was reported that a pocket fill occurred during a pump filling on (B)(6) 2019. The issue was resolved. The patient's status was alive - no injury. Information regarding environmental, external or patient factors that might have led or contributed to the event was unavailable. Information regarding diagnostics/troubleshooting was unavailable. Information regarding actions/interventions taken was unavailable. Information regarding the patient¿s medical history and other medications was unavailable.